Event description:
It was reported that pt's scs ipg will no longer communicate with external devices. An sjm rep met with the pt and confirmed the communication issue with the ipg. Pt will follow up with her implanting physician to determine the next course of action to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.